Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 5 functional tricuspid regurgitation (tr) and tethered septal leaflet for a triclip procedure. During the procedure, two triclips were implanted. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported. On an unknown date in (B)(6) 2026, transesophageal echocardiogram (tee) was performed, it was determined that there was a single leaflet device attachment (slda) for second triclip and the clip was no longer attached to the anterior leaflet. Tr was severe after slda. On (B)(6) 2026, valve replacement was performed.